Event description:
Boston scientific received information that during the implant procedure it was not possible to interrogate this device. The device was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned with no pacing output and no telemetry transmissions. The device case was removed. A piece of foreign materal was found trapped between the battery and the bottom of the hybrid nest on the telemetry coil side of the assembly. The piece of the foreing material was identified a piece of solder. Further analysis noted that the device had normal telemetry when connected to an external power supply and no high currect conditions were identified. Laboratory analysis noted that it was not known if the piece of solder was somewhere else on the hybrid where it could have caused a high correct condition before it was found upon case removal. Laboratory analysis concluded that a piece of solder found within the device case was most likely the cause of the battery depletion although this was not confirmed.